Manufacturer narrative:
The reported osteoraptor 2.9 intended for use in treatment, was not returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the anchor broke during insertion. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: use of excessive force during insertion. Insertion site not prepared with the recommended smith & nephew drill prior to implantation. The instructions for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during surgery the implant was broken into several fragments, the doctor tried to remove the implant pulling the threads but it was impossible, then the doctor used a dissector and shaver to remove the fragments of the implant. Another implant was passed and this worked properly. There was a surgical delay greater than 30 minutes. No patient injury was reported.